Event description:
It was reported to the service technician by the user facility "one of the siderails went down" and a pt fell off the stretcher and was injured. The user facility could not identify which siderail allegedly "went down". The stretcher was evaluated by the service technician, and the user facility maintenance personnel, and both siderails were operating to specifications.

Manufacturer narrative:
The stretcher was examined by a stryker technician and the hospital's maintenance department. Both siderails were raised and lowered several times and found that they were both operating to specification and locking without issue. Therefore, it is most likely that the siderails were functioning without issue, but that the operator did not fully lock the siderail into the latch mechanism. Multiple attempts have been made to contact the user facility to obtain details of the alleged pt injury; however, the user facility has not provided details. Should the details become available, a follow-up MDR will be filed accordingly.